Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an open reduction internal fixation procedure; the motor of the radiolucent drive suddenly stopped turning. The drive was attached to the trauma recon system handpiece which continued to turn. The procedure was completed. No residue was left in the patient. There was a report of a twenty minute surgical delay. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
A product development evaluation was completed: the article was returned in good, but used condition. Since the purchase no service was conducted. The described failure of the radiolucent drive could not be replicated with the device returned. The device is working accurate. Potential cause of the failure could be related with the drill bit or the adapter for radiolucent drive which were not returned for examination. The device was returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.